Manufacturer narrative:
H4: the lot was manufactured from july 01, 2020 - july 02, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the bladder of the device which suggest an underinfuision may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) underinfused. It was further reported that when the infusor was removed, the balloon had not gone down completely despite the line flushing well. The device was filled with fluorouracil 3650mg in sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.